Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 40-360 mg/dl. Suspected cause was due to customer delivering a food bolus without eating the amount of carbohydrates entered. Customer consumed carbohydrates to treat low bg.